Event description:
A vision stent was implanted in a very tortuous and highly calcified mid lad between a cypher stent and aj pixel stent in 2003. Three to four days later, the pt presented with a complete occlusion in the vision stent, which appeared to be underdeployed at that time. A ptca with a high pressure balloon was performed in the vision, which resulted in successfully recannulizing the vessel and restoring distal flow.